Manufacturer narrative:
Concomitant product: cook fusion wire lock, fs-wl-o-s. Investigation evaluation: our laboratory evaluation of the two (2) products said to be involved confirmed the report of damage to the catheter. The wire guide lumen of both devices has been fully utilized. The outer edge of the wire guide lumens exhibit fraying and rippling along the separation line. Since the wire guide lumen was returned fully utilized, functional testing with a wire guide separating the wire guide lumen was unable to be performed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action has been initiated to reduce occurrences of this nature. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all fusion omni-tome pre-loaded sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.

Event description:
On 07/28/2016, we received the following information: during an endoscopic retrograde cholangiopancreatography (ercp), the physician used two (2) cook fusion pre-loaded sphincterotomes. [They were] "faulty items.'' Additional information on the event was received on 08/05/2016: [the catheter] "stripped badly, dislodging the wire and broke the wire lock. Another sphincterotome and wire lock were used." The following clarifying information was received on 08/10/2016: the wire guides were dislodged and wire guide access to the papilla was lost.